Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the picture was blacking out during use of the product. There were no reports of any adverse consequences.